Event description:
After loading the patient onto the stretcher the foot end of the stretcher would not raise. Several attempts were made but with no success. A second unit was brought in to complete the transfer. This was a non-emergency transfer and no injuries were sustained.

Manufacturer narrative:
The unit was evaluated by (B)(4), on behalf of the manufacturer, on 11/10/2014. The evaluation identified a lock pin with a slight bend. The pin was evaluated by manufacturer. The exact cause of the bend could not be determined. We are reporting due to the reported delay in transport.